Manufacturer narrative:
D10 concomitant products: gmm-632l, gmm-632l maxon* 1 grn 150cm lp gs25x12 (lot#d4a2660y); gmm-632l, gmm-632l maxon* 1 grn 150cm lp gs25x12 (lot#d4a2660y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an abdominal mass closure, while suturing, the connection between the two needles and threads broke. To resolve the issue, a new device was used. There was no patient injury.